Event description:
After successful delivery of the stent graft, the pt required femoral artery repair. Per initial report, the damage was attributed to delivery catheter manipulation. There was no pt sequelae following the repair.